Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation the monitor failed a pulse test. The cause for the pulse test failure was isolated to intermittent contact between the monitor c/a and defibrillator boards at connectors j1002aa and j1003aa. The root cause for the intermittent contact between the boards could not be positively identified. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed a pulse test. The last pt to use this monitor did not report any deficiencies.